Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat two lesions in a svg. After successful deployment of one vision stent, the 3.5 x 23 mm vision stent delivery system (sds), was advanced. Just as it exited the guide catheter, it was noted that there was no stent on the balloon. (This was confirmed by checking several angles under fluoroscopy). The decision was made to go ahead and use the sds balloon for pre-dilatation, then it was removed. A new vision was used successfully. The table and all packaging was checked, but there was no stent. It was believed that there was never a stent on the sds. There was no pt effect. No additional event or pt info is available. This is being reported based on the visual analysis of the returned device which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
(B) (4): result: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement and or missing stent. The info in section f has been copied from the user facility medwatch received by the manufacturer. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and on the hypotube. There was contrast in the balloon and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering has reviewed the case description and the analysis of the returned product. The analysis of the returned sds is consistent with the product being prepared for use, inserted into the anatomy and the balloon being inflated as reported. Additionally, the analysis confirmed that the stent was not present on the balloon. Although the analysis was not able to determine when the stent may have dislodged, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally crimped on the balloon at some point. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep and/or interaction with the lesion and/or accessory devices. In this case, it was reported that the stent was noticed to be missing just as it exited the guiding catheter. It could be possible that the stent dislodged and remained in the guiding catheter; however, this could not be confirmed and the guiding catheter was not returned for eval. It was reported that it was believed that there was never a stent on the sds. Additionally, it was prepared that after noting that the stent was not present, the decision was made to go ahead and use the sds, as a balloon for pre-dilatation. It should be noted that the product's instruction for use states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Overall, a cause for the stent dislodgement and or missing stent could not be determined; however, based on the returned product eval, there is no indication to suggest a product related deficiency. Product performance engineering will monitor the incident circumstances. To help ensure this type of event is not the result of a manufacturing issue, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested for stent movement and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. This MDR is considered closed by the product performance group.